Manufacturer narrative:
Images were provided to aid in the investigation. The research & development engineer reviewed the images and provided the following comments: "the pictures show the distal end of the delivery system and the stent. There is no evidence of damage to the delivery system in the photos. There is a space between the collar and bilumen. Also, the stent lasso loop looks ok." As the device was not returned for evaluation; therefore the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony and images provided. Prior to distribution all evo-20-25-10-e devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for the evo-20-25-10-e device of lot number c1229993 revealed no discrepancies that could have contributed to this complaint issue. Information provided indicates that the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The trigger was fired to the end and the security thread was removed as per instructions for use. The prosthesis was in the desired location for release and opening normally. When removing the device the prosthesis does not detach.